Manufacturer narrative:
Review of the device history records indicates the lot was manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The returned broach was visually unremarkable; dimensional inspection found the device to be dimensionally in spec. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. Additional patient clinical records would be required to determine the root cause of the reported periprosthetic fracture. If additional information becomes available, this investigation will be reopened.

Event description:
Peri prosthetic fracture of securfit advanced. Second occurrence. Stem subsidence and fracture occurs. Surgeon believes a tolerance issue with sa broaches and hence has switched back to securfit.

Event description:
Peri prosthetic fracture of securfit advanced. Second occurrence. Stem subsidence and fracture occurs. Surgeon believes a tolerance issue with sa broaches and hence has switched back to securfit.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.